Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the balloon was damaged. The device was used on patient. Per additional information received via email on 7 april 2020 from ibc representative, it is unknown what damage was found on the balloon.

Event description:
It was reported that the balloon was damaged. The device was used on patient. Per additional information received via email on 7 april 2020 from ibc representative, it is unknown what damage was found on the balloon.

Manufacturer narrative:
The reported event was confirmed. Visual inspection noted one temperature sensing catheter was received with a cut portion of the inlet tubing. Visual evaluation noted there was flash found around the eyelets. This fails to meet specifications per inspection procedure stating, " murphy eye to be smooth free of jagged or torn surface and free of flash". It was attempted to inflate the catheter's balloon with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the solution immediately leaked out of the eyelets. The balloon was dissected to find that the inflation notch perforated both lumens. This fails to meet specifications per inspection procedure stating "eye punching must not penetrate the inflation, irrigation lumen and/or thermistor." Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this failure could be punch depth too large. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labeling could not have prevented the reported failure. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.